Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The customer was provided software and instructed to install it to see if it corrects the reported error code, if it does not then it may be the cpu. The part was returned to the manufacturer for investigation: it was determined the component failure u12 on the pm pcba created the errors. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a primary alarm failure. There was no patient involvement.